Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) intravia bags had particulate matter floating inside the bag. A baxa repeater pump was used to fill the bags with acetaminophen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified particulate matter inside eth fluid pathway. Additionally, the samples were sent to a third party analytical lab (gateway analytical) for examination. The reported document from gateway lab was received which described the kind of particle found during the evaluation of the sample. The particles isolated from three of the twelve (12) containers reported with visible particulate matter were confirmed to be consistent with a natural cellulose fibers, polyester fiber, and polyester and styrene polymers. These particles are not consistent with any of the container materials for this product code. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.